Manufacturer narrative:
Initial reporter address: (B)(6). H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and a brown substance is observed on the tubes. This brown substance is additive that has leaked from a broken tube was exposed to the air and dried. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using bd vacutainer® acd solution a blood collection tubes unknown brown fluid ticked on cap and wall of tubes. No patient impact was reported. The following information was provided by the initial reporter: issue for acd tube. When customer unbox the acd box, they saw unknown brown fluid ticked on cap and wall of some tubes.